Manufacturer narrative:
Concomitant medical products: product ID 977a290, serial# (B)(4), implanted: (B)(6) 2014, product type: lead; product ID 977a290, serial# (B)(4), implanted: (B)(6) 2014, product type: lead; product ID 97740, serial# (B)(4), product type: programmer, patient; product ID 97754, serial# (B)(4), product type: recharger. (B)(4).

Event description:
Additional information received a month later reported that reprogramming was performed. The cause of the event was not determined a nd it was unknown if there was a 50% or greater symptom reduction. The patient had not recovered and symptoms and issues were still ongoing. Further follow-up is being conducted. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient experienced pain and burning sensation at the device pocket. No troubleshooting or diagnostic testing was performed and the cause of the issue was not determined. At the time of the report the patient was alive with no injury. Following this the patient reported pain over her implant following a fall two weeks ago but it was hurting prior to the fall as well. It was noted the patient had sciatica but it went away following a back fusion she had previously. Approximately four weeks after the device was implanted the patient¿s sciatica started to return and then worsened following her fall. The patient now needed an MRI where the implant was because it was hurting, and when the patient fell, she fell on the device. The patient underwent the MRI and it was confirmed that stimulation was turned back on following the MRI. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.